Event description:
Through journal article "breast implant¿associated anaplastic large cell lymphoma: review and multiparametric imaging paradigms," healthcare professional reported a patient with ¿acute swelling of the left breast; us showed a seroma.¿ ¿the left breast capsule with an irregular surface was removed. The histologic diagnosis was alk-negative bia-alcl.¿ immunohistochemistry slide shows cd30 positivity. The margins were clear; the treating surgical unit performed a mastectomy (to maximize the chance of local disease control), which was followed by three cycles of combination chemotherapy with cyclophosphamide, doxorubicin, vincristine, and prednisolone (chop).¿ affected side is left. The device has been explanted. The manufacturer of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, g.1.

Manufacturer narrative:
Article citation: bhupinder, s, furgensen-rauch, a, pace, e et al. Breast implant¿associated anaplastic large cell lymphoma: review and multiparametric imaging paradigms. Radiographics 2020 vol. 40, no. 3. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; seroma - late. [(B)(4)].

Event description:
Through journal article "breast implant¿associated anaplastic large cell lymphoma: review and multiparametric imaging paradigms," healthcare professional reported a patient with ¿acute swelling of the left breast; us showed a seroma.¿ ¿the left breast capsule with an irregular surface was removed. The histologic diagnosis was alk-negative bia-alcl.¿ immunohistochemistry slide shows cd30 positivity. The margins were clear; the treating surgical unit performed a mastectomy (to maximize the chance of local disease control), which was followed by three cycles of combination chemotherapy with cyclophosphamide, doxorubicin, vincristine, and prednisolone (chop).¿ affected side is left. The device has been explanted. The manufacturer of the device is unknown.